Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During tightening the screws of the pin attachment at the red monotube trial with the torque handle (red), one of the screws broke. It could be removed without any problems. A screw of the blue triax as used to complete the procedure successfully.

Manufacturer narrative:
The reported event that the short screw, blue/red monotube triax broke during tightening, could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by the application of excessive force upon screw tightening. The device inspection revealed that the screw returned is broken and that the breakage surface has features consistent with the application of high torque to the screw. The application of excessive force led to the breakage of the screw. Although it was reported that a torque wrench was used, care should be taken that this torque wrench will visually show the maximum torque admitted but will not stop or make any noise when it reaches it, so it is likely that overtightening of the screw occurs if the user is not attentive. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During tightening the screws of the pin attachment at the red monotube trial with the torque handle (red), one of the screws broke. It could be removed without any problems. A screw of the blue triax as used to complete the procedure successfully.